Event description:
Caller reported that the stimulation didn't seem to be working when they charged the implant; patient noticed the issue began last friday. Caller said the controller said the implant was fully charged, but the stimulation wasn't doing anything. Caller unlocked the controller, which had the recharger connected, and saw 'no device found.' Agent had caller disconnect the recharger from the controller to see if they could connect wirelessly, but they were prompted to re-plug the recharger with the 'connect' and 'reposition' screens. Caller then connected the recharging antenna to start a charging session, and was able to start charging with excellent quality; controller was at 30% and implant was at 100%. Caller confirmed stimulation was off after exiting to the home screen. Agent walked caller through turning stimulation back on and patient said they could feel it working. The troubleshooting steps that were taken on the call resolved the issue. Caller asked, agent confirmed they should be able to use the controller without the recharger plugged in to make adjustments and continue the use of therapy. Agent additionally reviewed they may need to turn stim on manually if they start charging the ins at a very low point, and they should charge their controller up since it was down to 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.